Event description:
The customer reported that the 840 ventilator became inoperative while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien inspected the device and replaced/upgraded the graphical user interface (gui) pcb from 9.4 to 10.4 display. The ventilator passed all testing.